Event description:
Additional information provided stating, the staples were malformed at the proximal end of the staple line. The tissue was transected in one firing and the the firing was difficult. The colostomy is temporary. The patient is stable.

Manufacturer narrative:
Information was not provided by the contact. Additional information device b: batch# h53z2t, expiration date: 11/14/2016, manufacturing date: 12/14/2011 two devices (a-b) were returned for analysis. Device (a) was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Device (b) was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. All devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a rectal sigmoid resection, the device fired completely and when the staple line was inspected it was not complete. A second device was used and would not fire on the rectal stump. The surgeon had to do a colostomy.

Manufacturer narrative:
(B)(4).